Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The images were reviewed, and the complaint condition is confirmed since the implants failed - the nail is broken at the slot. However, due to no x-rays or other evidence, the non-union allegation cannot be confirmed. It is unknown if the nail broke during the removal procedure or before the procedure. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot manufacturing location: monument, manufacturing date: aug 7, 2019, expiration date: june 30, 2029, part number: 04.037.160s, 11mm/130 deg ti cann tfna 400mm / right ¿ sterile, lot number: 13l5688 (sterile) . Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns071295 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lppf rev e, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16518 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna, lot number: 11l8597. Production order traveler met all inspection acceptance criteria. Inspection sheet, final inspection, ns073593 rev b met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: h794558. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 22-feb-2019 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, lot number: 11l9150. Work order traveler met all inspection acceptance criteria. Inspection sheets ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 3l36134. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company, dated 10-may-2019 was reviewed and determined to be conforming. Lot summary report dated 04-jun-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient went on to a non-union that caused the implants to fail. The original date of implantation was on (B)(6) 2020. All implants were removed successfully and replaced. The procedure was successfully completed. The patient outcome was good. This complaint involves three (3) devices. This report is for (1) 11mm/130 deg ti cann tfna 400mm/right - sterile. This report is 1 of 3 for (B)(4).